Manufacturer narrative:
(B)(4). The sigma device eval found the #8 key to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #4 key is pressed 48 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a keypad on a pump "displays the letter v whenever any numbers are typed."